Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals likely from a medical procedure or electromagnetic interference (emi). Boston scientific technical services (ts) recommended further evaluation of the right atrial (ra) lead. The involved right atrial (ra) lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device remains in service.